Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of connector damage though it was able to confirm the comment of ventricular channel knob damage, the upper case was broken around the ventricular and menu encoders. It was additionally noted that the hanger was cracked, c277 was damaged on the main printed circuit board, two encoders were rusted (contaminated), there was one control knob missing and two were rusted (contamination), both output connector nuts were discolored and all six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular knob and connector were damaged. The status of the epg is unknown. There was no patient involvement.